Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm and motor error alarm. Customer resolved no delivery alarm with a complete set change. Customer's blood glucose was 410 mg/dl. Customer was not able to troubleshoot and would call back to troubleshoot.